Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at normal battery depletion. Surgery took place where the ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention was undertaken on 14feb2024. Wherein the patient's ipg was explanted, replaced, and therapy was restored.